Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. Customer¿s blood glucose was 306 mg/dl. Customer¿s blood glucose value was 230 mg/dl. Customer also complained for change sensor. Customer stated that there was blood at site. The customer decline troubleshooting for low blood glucose. The insulin pump will not return for the analysis. The sensor will return for the analysis.